Event description:
It was reported that prior to surgical graft placement procedure, the ring of graft was allegedly found to be separated from the graft. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one graft in two segments were returned for evaluation. Gross visual evaluation was performed. Although sample was returned for evaluation, one photo was provided for review. The investigation is confirmed for the reported material split issue, as the graft was received two segments and the beading was noted to be slightly removed from graft where possible cut was made. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 05/2025), g3 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 05/2025.

Event description:
It was reported that prior to surgical graft placement procedure, the ring of graft was allegedly found to be separated from the graft. There was no patient contact.